Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. After multiple new batteries and battery cap failed batt test alarm persisted. Unable to perform self test, sleep and active current measurement test due to constant failed batt test alarm. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Continue with swapping of, internal battery, external battery tube, extracting electronic stack into a new testing case, swapping of electronic boards to pinpoint the faulty component. It was determined after deconstructive analysis that pcba1 was at fault. Isolate to pcba1. Unit also received with pillowing keypad overlay and scratched case. In conclusion, customer concern was confirmed of constant failed battery alarm. Isolate to pcb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement batt cap. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.